Manufacturer narrative:
The complaint is not confirmed. Per event description. It was reported that ¿all of the monitors went black for two seconds and did not fail over during a case¿. It is concluded that the ar-3200-0025 synergyid camera control unit has an issue. However, the representative couldn't duplicate the failure. A cause for the reported failure may be an electrical issue, due to which all the devices went black however, due to the inability to repeat the failure from the service reps, a cause cannot be confirmed.

Event description:
On 9/07/2023, it was reported by a sales representative via (B)(4) that an ar-3200-0025 synergy console is having an issue. All of the monitors went black for two seconds and did not fail over during a case. The patient was not affected. The rep tested the unit for over an hour and could not duplicate the issue. Field support performed an in-service. Observed cases and tested equipment.